Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease and underwent endovascular therapy. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good post-procedure.